Manufacturer narrative:
(B)(4): vascular system (circulation), impaired. (B)(4): migration of device or device component. Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
An angio-seal vip was deployed for vascular closure of 6f puncture without issue, and hemostasis was achieved. The patient was discharged. Approximately one month later, the patient came back with a cold leg. The patient had an almost complete occlusion in the leg. The exact location is unknown. Surgical intervention was performed to remove the anchor, which had traveled downstream, from the chronic total occlusion (cto) site. The patient was discharged in stable condition.